Manufacturer narrative:
Software logs were received by medtronic software analysis team. During analysis, it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. Other relevant device(s) are: product ID: 9733467. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system became responsive during a case with a black screen. They rebooted the system and the issue was resolved. There was a reported delay of less than one hour and no reported impact to patient outcomes.